Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient stated they experienced low blood glucose levels of 95 mg/dl and had to be rushed to the hospital. The pod was worn for more than 48 hours on the abdomen. Patient received an injection of something they did not know from the doctor. The patient's blood glucose and insulin history are as follows: (B)(6).